Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. An additional finding by failure analysis found the instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable and/or main tube scratches if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing, the cable was damaged on the fenestrated bipolar forceps. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.